Event description:
Boston scientific received information that during a non-cardiac procedure, tachycardia mode was turned off in the device. During the surgery, the pacemaker dependent patient went asystolic and the electrocautery was oversensed by the device. The clinic nurse was called back to the surgery and the device was programmed to temporary mode, doo, with the programmer and the wand was left on the patient while the surgery was completed. Technical services discussed with the sales representative (sr) that this method would not be reliable, since cautery can interrupt telemetry, and temporary mode needs continuous telemetry to continue. The sr stated that in this case, temporary doo was not interrupted. The sr will educate the facility staff on electrocautery mode usage. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.